Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the and mildly tortuous and moderately calcified radial artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation for 30 seconds. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. No issues were noted with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a tear in the balloon. Tear was located in the balloon material at 1 mm distal to distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the and mildly tortuous and moderately calcified radial artery. A 6 mm x 2.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during inflation for 30 seconds. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.